Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during a stent placement procedure performed on an unknown date. During the procedure, the advanix stent would not come off the guide catheter, and the guide catheter was still completely inside the stent despite the wire being fully deployed. When the guide catheter was pulled out, it was found to be completely detached from the deployment hub catheter. The guide catheter was removed, and the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter's facility name is (B)(6). Block h6: imdrf device code a0401 captures the reportable event of guide catheter detached. Imdrf impact code f2301 captures the reportable event of the guide catheter was removed using rescue forceps,